Event description:
This patient, with a neuroblastoma, underwent placement of a central venous catheter at another facility. He came here to our hospital to have it removed. In the or the surgeon discovered that the catheter had disconnected from the reservoir and had migrated to the pulmonary artery. Interventional radiology had to remove the catheter.